Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2021-00703; 540-62-053, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Loose ulna.